Event description:
It was reported that the pump and catheter were explanted secondary to an infection. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2004 (B)(6), product type catheter product ID, 8596sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter (B)(4)